Event description:
A customer reported that his facility is not following the cidex® opa solution instructions for use (IFU) for minimum temperature and device rinsing, and he had contacted advanced sterilization products (asp) for confirmation of the correct process. He reported that as per the facility¿s instructions, cidex® opa solution was used to reprocess instruments when it was below minimum temperature of 68 degrees fahrenheit, and the facility also reused the rinse water. Asp confirmed and advised the customer that the minimum temperature for cidex® opa solution manual processing is 68 degrees fahrenheit, and the rinse water should be discarded after each rinse. The customer confirmed that the incorrectly processed instruments were released and used on patients. There was no report of any injuries or human reactions. As a matter of policy since high level disinfection cannot be assured, asp has decided to report all incidents of cidex® opa solution being used below the minimum temperature, with the affected instruments released and used on patients. It was also reported that there was human contact with a medical device that was not rinsed per cidex® opa solution IFU; therefore, this event is being reported as a malfunction subsequent to a previous serious injury for improper device rinsing.

Manufacturer narrative:
The customer declined to provide the name or contact information for the facility where the event occurred. Additionally, the customer was advised on proper use of cidex® opa solution but declined a training for the facility. Multiple attempts were made to obtain additional information; however, the customer refused to provide further details regarding this event. Asp investigation summary: the batch record review could not be completed as the lot number was unknown. Retains testing was not completed as the lot number was unknown. Product evaluation was not completed as the suspect product was not available. Trending analysis could not be completed as the lot number was unknown. The sra indicates the risk for exposure to toxic or corrosive material is "low." The most likely assignable cause for the incorrect temperature for instruments reprocessing and improper device rinsing is failure to follow the cidex® opa solution IFU, which stated the minimum temperature should be 68 degrees fahrenheit for manual processing, and the rinse water should be discarded after each rinse. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).